Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to claim low audio output on (B)(6) 2016. There was no report of injury or medical intervention. No additional event or patient information is available. Data was received for evaluation. However, an evaluation cannot be performed to confirm the reported problem. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test for intermittency was performed and the tests failed. The reported event of low audio output was confirmed. The root cause was determined to be a defective speaker assembly.